Event description:
The customer reported via phone call that the casing on insulin pump's battery compartment was chipped. A big plastic piece from the battery compartment was missing. Customer's blood glucose level was 430 mg/dl. The customer bolused using her insulin pump to treat her high blood glucose. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.